Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. There was no reported impact to customer's blood glucose level. Customer declined to test blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.